Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: ¿one year outcomes of an international multicentre prospective cohort study on the gore excluder iliac branch endoprosthesis for aorto-iliac aneurysms¿ (daphne van der veen et. Al, eur j vasc endovasc surg 2021, published online june 15, 2021. This study reports the 12-month technical and clinical outcomes of treatment with the gore® excluder® iliac branch endoprosthesis (ibe). The (B)(6) study is a physician initiated, international, real world post-market, multicentre, prospective registry. Patients with an indication for elective treatment of a common iliac or aorto-iliac aneurysm using the gore excluder ibe were consecutive enrolled in eight hospitals in (B)(6) and one in (B)(6) between march 2015 and august 2018 and will be followed for five years. One hundred patients were enrolled. An abdominal aortic aneurysm (aaa) above threshold for treatment was found in 42.7% and in the remaining patients the iliac artery diameter was the indication for treatment. Twenty-two patients received a bilateral and seven patients had an isolated ibe. Among others, the following events occurred during the cause of the study related to the gore® excluder® iliac branch endoprosthesis: in one patient, treated with an isolated gore excluder ibe, a type ia endoleak was visible at the completion angiography, was treated using a proximal cuff in the left cia three months after the index procedure. One patient had common iliac artery thrombosis that was resolved during the procedure. One case of bleeding of the internal iliac artery (iia) treated with embolization and overstenting. Partial coverage of a renal artery resolved during the procedure. One patient had a permanent weakness of the left leg after the procedure that might have been related to neural ischaemia. One patient developed a type iii endoleak three months after the procedure and was treated with an iliac extension between the main body and bridging stent. 15 type ii endoleaks were visible on completion angiography, and 18 type ii endoleaks were visible at 30 day follow up. A lumbar and an inferior mesenteric artery (ima) type ii endoleak was seen in seven and eight patients, respectively. Three patients had a combined type ii endoleak of the ima and lumbar artery. At 12 months a persistent type ii endoleak was present in 15 patients. All patients with a type ii endoleak were treated with both a gore excluder ibe and gore excluder endoprosthesis. The primary patency of the iia 12 months after the procedure for patients inside and outside the anatomical requirements of the IFU was 91.8% and 85.7%. Overall, there were nine occlusions and all of them were left untreated, rendering the secondary patency equal to the primary. Seven occlusions occurred within the 30 day follow up. Three of these patients had no complaints at 12 month follow up, and one patient had new bilateral buttock claudication at 12 months. At 12 month follow up another patient had ipsilateral buttock claudication. There were two new occlusions at 12 month follow up, both without clinical symptoms. The causes of the first seven occlusions occurring within 30 days were unknown in two patients. Probable causes of occlusion in the other patients included: kinking of the hypogastric artery in two patients, a moderate outflow in one patient, compression of the iliac component due to a stenosis of the origin of the iia in one patient, and the last patient did not take his antiplatelet therapy. Two occlusions occurred between 30 days and 12 months and one was probably related to a clot above the iia and the other cause was unknown. No patient specific information regarding the reported events and interventions was provided in the article.